Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The patient experiencing elevated blood glucose beginning on (B)(6) 2010. The patient's blood glucose ranged from 13.7-20.6 mmol/l (247-371 mg/dl) pm (B)(6) 2010. On (B)(6) 2010 the patient's blood glucose ranged from 3.7-16.9 mmol/l (67-304 mg/dl) despite bolusing several times. She changed the infusion set 2 times. At 4:00pm, e4 (occlusion) was displayed on the infusion device. She changed the insulin cartridge and infusion set and found the cannula was kinked. She bolused 2.8 units of insulin through the infusion device and e4 was displayed. She changed the infusion site and found the cannula was again kinked. She injected 2.8 units of insulin via syringe. On (B)(6) 2010, her blood glucose ranged from 4.4-13.5 mmol/l (79-243 mg/dl) and 7.9-18 mmol/l (142-324 mg/dl) on (B)(6) 2010. The patient feels the infusion device does not accurately deliver insulin. No further info is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.